Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative tightened the locks and screws on the optical head. The system was tested and found to meet product specifications. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was manufactured on february 27, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause for the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose optic head. Additional information has been requested.